Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the device had been dropped but did note that the upper case was chipped and it was replaced. It was further noted that the programmer head failed its uplink tests and therefore the cable was replaced to resolve. (B)(4).

Event description:
The radiofrequency programmer head was returned because it had been dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.